Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose (bg) was 47 mg/dl; the customer did not know reason for low bg but reported fluctuating low bg were normal. Customer addressed bg with drinking juice. Customer reported the insulin gauge began to perform as expected.